Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, the two reloads could not be closed fully. The reloads could not take to the firing position, therefore the reloads were not used. They tried with the different staplers but the problem could not be solved, therefore they were replaced. The case was completed with different device. There was no patient injury.